Event description:
It was reported that a physician was attempting to direct stent an endeavor sprint rx drug eluting stent to treat a lesion in a patient located in the rca with little calcification and 70% stenosis present. Force was required to advance/remove the device to/from target lesion. It was reported that the endeavor sprint stent couldn¿t pass the lesion and when the system was removed from the patient, it was noted that the stent was damaged. Another same size stent was used to complete the procedure. No patient injury or other clinical sequelae were reported

Manufacturer narrative:
Evaluation: results: force used, no pre-dilation, failure to deliver stent and stent deformation, patient lesion morphology, calcification and stenosis present, device or procedural images not provided for review. Evaluation: conclusion: force used, no pre-dilation, patient lesion morphology, calcification and stenosis present, failure to deliver stent and stent deformation, device or procedural images not provided for review. (B)(4).